Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they developed a rash and called their doctor yesterday. Patient stated that they were put on an 8 week pouch of antibiotic and they think that maybe they were having a reaction to the type of penicillin that's in there. Patient said that they have to go get a script for steroids and they were putting benadryl on it. Patient mentioned that they increased their stimulation a little bit and they were shown how to adjust it or go to a different program to try that. The patient was redirected to their healthcare provider (hcp) to further address the issue.